Manufacturer narrative:
The device has not been received. Investigation is pending. G4: model number is not sold in the us but similar device is sold under model 47000-06. This product was used for the 501k and product code.

Event description:
An event involving a custom kit for switzerland (invasive pressure sensor) experienced inaccurate readings resulting in errant medication delivery. The reporter stated that "pressure sensor measurement deviation of + 80 mmhg from actual blood pressure (190 instead of 110 mmhg), resulting in intravenous administration of esmolol and nicardine (overestimation of blood pressure). After measuring blood pressure in a non-invasive way and replacing the cables, we realized that the pressure sensor had failed. Risk of hypoperfusion in brain for a patient treated with stroke, no consequence in the patient in this case (no neurological deficit).¿ the sample is available for analysis. There was patient involvement and no patient harm. Update 1: the article is unboxed to be introduced into the operating room, then manually stored in a matteo-type basket in the reserve room in the operating room and then distributed in the operating room in the carousel for use. No defect transmitted or found by the operator, from unpacking the article to purging until the referencing of zero. The product had met the calibration and reference on the monitoring, was in operation, connected to the patient: defect found during the intervention. Update 2: there were serious consequences for the patient and that is overestimation of blood pressure, resulting in the administration of esmolol and nicardine intravenously. Risk of cerebral hypoperfusion in a patient treated for stroke. No consequences for the patient in this case (no neurological deficit).

Manufacturer narrative:
Investigation summary: the reported complaint no readings was confirmed on all the returned sets. No visual anomalies were observed on all the returned samples. All the transducers were electrically tested, and the transducers were able to be zeroed but could not obtain a reading. The transpac on this set is a vendor manufactured part. The probable cause of all the transpac's unable to obtain reading had occurred due to a vendor related manufacturing defect from ensenada. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.